Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic appendectomy- "metal piece broke off of endocatch bag."patient status: discharged home.

Manufacturer narrative:
Additional information - lot# 1229206. Investigation summary: the event unit was returned in a pouch with the pawl in a cinching direction. Engineering deployed the unit; it was found there was a missing metal support. After evaluating the device, the metal support detachment was due to a non-conforming component. Applied medical continuously seeks to improve the form, function, and ease of use of our products. As part of this continuous process, applied medical is currently researching possible process and inspection enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.